Event description:
On (B)(6) 2012, the pt underwent a permanent implant procedure. During the procedure, the doctor was unable to implant the lead in the desired location. The pt has been receiving inadequate since being implanted. Reprogramming attempts have been unsuccessful. An sjm rep plans to continue troubleshooting the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.